Event description:
It was reported that after placing the foley catheter into the patient, it was confirmed that water was leaking, and when the catheter was replaced with a new one and sterile water was poured into the removed catheter again, it was confirmed that the sterile water was leaking from the cuff.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone foley catheter. Visual inspection of the sample noted no obvious visible observation. The DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing the foley catheter into the patient, it was confirmed that water was leaking, and when the catheter was replaced with a new one and sterile water was poured into the removed catheter again, it was confirmed that the sterile water was leaking from the cuff.